Event description:
The customer reported to olympus, blockage in the air/water flow system of the colonovideoscope was noted during reprocessing. The scope passed the leak test using scope buddy (endoscope flushing aid) multiple times, but the scope did not not pass the leak test using the evotech (cleaning processor). The evotech representative checked the machine, ran diagnostics and advised that the issue was with the scope. The device was manually cleaned and returned. A device evaluation at the repair center revealed clogging of the nozzle with foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
There were few additional findings during device evaluation. The ethylene oxide (eto) cap label was peeled off. The insulation resistance value at the distal end does not meet the standard value. The device exhibited reduced angulation. The ceiling plate was broken. The play of the control knob was out of the standard value and was loose. The distal end plastic cover was dented. The light guide lens was cracked and one of them was chipped at the end. The insertion tube and light guide lens had scratches. The plug unit pins were dented. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. There was no physical damage at foreign object detection point and it is unknown if reprocessing was implemented according to instructions for use. The event can be detected/prevented by following the instructions for use which state: 1) "inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." 2) "inspection of the endoscopic system, the air-feeding function, and the objective lens cleaning function." 3) "if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope." 4) "to prevent clogging of the air/water nozzle, always use the aw channel cleaning adapter to clean the air/water channel after each use." Olympus will continue to monitor field performance for this device.